Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges injuries; however, no details have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information provided, there is no change to the initial determination, no conclusion can be made. Per medical record review, about few years post implant of sepramesh ip, patient was diagnosed with hernia recurrence, adhesions, abdominal pain thereby underwent additional surgery. The instructions-for-use supplied with the device lists hernia recurrence, adhesions as possible complications. This supplemental emdr represents sepramesh ip (device #1). An additional emdr was submitted to represent ventrio st (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol sepramesh composite ip on (B)(6) 2013. It is also alleged by patient attorney that on (B)(6) 2016, the patient had unspecified injuries .as reported, the patient is making a claim for an adverse patient outcome against the sepramesh composite ip. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.". Addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with incisional hernia thereby underwent laparoscopic repair with the implant of sepramesh ip (device #1). Per operative notes, ¿upon initial inspection of the hernia, it appeared to be an incisional hernia in the epigastric location. There was some omentum within the hernia defect, and this was taken down. A sepramesh ip (device #1) was placed with tacker and sutured.¿. (B)(6) 2016 - patient visited hospital for left and right lower quadrant abdominal pain and underwent CT imaging. (B)(6) 2016 - patient was diagnosed with incarcerated recurrent incisional hernia, peritoneal adhesions thereby underwent laparoscopic repair with the implant of ventrio st (device #2). Per operative notes, ¿adhesiolysis was performed by taking down omentum where it was stuck to the anterior abdominal wall, both in the area of previously placed mesh (device #1) as well as just to the actual peritoneum itself. The hernia defect was identified and separated from the patient¿s previous mesh. A ventrio st (device #2) was placed into the abdomen with tacker. The patients previously placed mesh (device #1) appeared to be in good position.¿. (B)(6) 2017 - patient visited hospital for abdominal pain. (B)(6) 2017 and (B)(6) 2017 - patient had ongoing problem with hernia. (B)(6) 2017 - patient visited hospital for weak spots on stomach wall bilaterally and felt having hernias in 3 spots. Attorney alleges that the patient had adhesions, hernia recurrence, chronic constipation, hemorrhoids, bloating, gas and pain.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges injuries; however, no details have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol sepramesh composite ip on (B)(6) 2013. It is also alleged by patient attorney that on (B)(6) 2016, the patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the sepramesh composite ip. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."